Event description:
It was reported that when attempting to connect the patient¿s lead and extension that ¿insertion was difficult because there was resistance when inserting the lead.¿ it was further reported the resistance experienced was a ¿strange feeling.¿ a replacement extension was used at that time and the ¿surgery was completed without any problems.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found ¿the molded rubber was pinched and cut through on the proximal edge of the #1 setscrew connector block, pushing the #0 conductor into the channel for the lead.¿